Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional tests including accuracy testing was performed. The delivery accuracy tests found the pump to be well within the published specification of +/-6%. The pump's expulsor was trimmed in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited over delivery. It was noted that the infusion finished two hours earlier than anticipated. No adverse effects were reported.